Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had the permanent implant procedure on (B)(6) 2015. Following the procedure, the patient experienced weakness and difficulty lifting the right foot. In turn, the patient underwent another surgical intervention on the same day. During the procedure, a hematoma was found and evacuated. The doctor also moved the lead from the epidural space to a subcutaneous position. On (B)(6) 2015, the patient's lead was explanted and replaced with different model. Follow-up revealed the symptoms of the hematoma was improving.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient still experiences weakness in her right foot but is making positive progress. The patient is no longer wearing a brace and the symptoms are improving. The patient confirmed effective stimulation.